Manufacturer narrative:
H3: the logic device with serial number (B)(6), is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The implanted patella was reported to be undersized, which could also be a contributing factor to the prosthesis wear. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Event description:
Revision op report of 4 may 2017-findings: there was found to be polyethylene wear of the tibial component with creep of the posterior polyethylene as well as wear of the tibial post. There was slight varus/valgus laxity with the existing component. The femoral component and tibial components themselves were found to be well fixed. The patella was found to be somewhat undersized with bony overgrowth. This was revised. Ultimate reconstruction with a 17 mm polyethylene allowed full extension, no recurvatum, flexion of 125 degrees with excellent stability and excellent tracking. Sterile bandages were applied and the patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 2660361, 02-010-01-0235 - logic femoral ps cem left sz 3.5. 2584122, 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. 2550804, 200-05-29 - inset patella 29mm. 2452386, 204-32-04 - stem extension 40l x12mm. 2412973, 204-70-00 - tibial stem ext. Screw.

Event description:
As reported by legal, approximately 4 years post op the initial left tka, this male patient underwent a revision and a new optetrak device tibial insert was placed. Reason for the revision was not reported. Upon information and belief, patient required several revision surgeries for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening.